Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 51 mg/dl at the time of the call. The customer stated the low blood glucose occurred after eating breakfast. The customer treated their blood glucose with a dual wave bolus. The customer's blood glucose rose to 180 mg/dl and later declined to 106 mg/dl. The customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis.